Event description:
(B)(4) clinical trial: clinical safety of the lotus valve system for aortic valve replacement in subjects with severe aortic stenosis. It was reported difficulty in guidewire removal during a treatment procedure. The patient underwent treatment with the sadra lotus valve in (B)(6) 2008. The placement of the lotus valve was good and had no leakage through the valve. During the final pull back of the delivery system, the guidewire was stuck to the delivery system. After multiple attempts to free the guidewire, the device and the guidewire were pulled back together as a single unit. The delivery system was retrieved safely. The patient was discharged in (B)(6) 2008.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).